Event description:
The customer received questionable thyroid results for one patient from cobas e601 serial number (B)(4). Of the data provided, only the results for thyrotropin (tsh) and free thyroxine (ft4) were a reportable malfunction. (B)(4). Refer to the attachment to the medwatch for all patient data. The erroneous results were not reported outside the laboratory. The patient was not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Sample from the patient was submitted for investigation. The customer's ft3 and ft4 results were reproduced on cobas e601. However the results from the cobas e411 were found to be lower than the cobas e601. Further testing indicated an interfering factor to streptavidin. This interference is described in product labeling.